Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no device has been returned. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that a broken screw was seen in a patient in his 3 month post op follow up x-ray.

Event description:
It was reported that a broken screw was seen in a patient in his 3 month post op follow up x-ray.